Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for urological care. A potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The device was not returned for evaluation. The lot number is unknown. Therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the medical staff performed postoperative bladder irrigation for the patient and found that the irrigation fluid was not dripping and the foley catheter was leaking. They immediately replaced the catheter with a new one and did not cause any harm to the patient. As per follow-up received via ibc on 22nov2022, it was stated that the air leak occurred.